Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a hardware malfunction which caused multiple resets and began emitting tones. Technical services (ts) was contacted, and ts recommended s-ICD replacement as there was the potential the s-ICD could enter a reset loop and not have therapy available. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a hardware malfunction which caused multiple resets and began emitting tones. Technical services (ts) was contacted, and ts recommended s-ICD replacement as there was the potential the s-ICD could enter a reset loop and not have therapy available. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. Testing confirmed no telemetry, moisture was found inside the pulse generator can, and a crack was found in the pulse generator header area. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused a hardware malfunction which resulted in multiple resets.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a hardware malfunction which caused multiple resets and began emitting tones. Technical services (ts) was contacted, and ts recommended s-ICD replacement as there was the potential the s-ICD could enter a reset loop and not have therapy available. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.